Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from her insulin pump. The customer's blood glucose reading was 550 mg/dl. The customer stated that her sugars were outrageously high. The customer stated that her trainer changed her basals to 0.5. The customer stated that during the day, it was up to 550 mg/dl. The customer stated that she does not have any insulin vials, she spilled them when she was filling her reservoir. The customer stated that she had symptoms such as nausea, dry lips, and thirstiness. The customer was advised to call back to troubleshoot for high blood glucose readings.